Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/vibrate anomaly noted. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump has an audio and vibrate anomaly. Customer's blood glucose was 228 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.